Event description:
Resident was being transferred with hoyer when the resident fell to the floor. The castle hex nut holding the swivel bar released, this swivel bar is where the sling is attached. This is a facility maintenance error. Safety maintenance info was sent to all facilities about where a metal to metal contact is made, wear will inevitably occur. These areas should be inspected every 30 days as specified in the instructional manual. Per facility the injury (unknown as to what the injury was) did involve a short hospitalization stay and then the resident was returned to facility.